Manufacturer narrative:
The hillrom technician found the brake not set switch needed to be replaced per the hillrom service manual, the totalcare bed requires an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Unlock the brakes. The system sounds a periodic audible beep, and the brake not set indicator flashes. Make sure the brake not set control is correctly adjusted. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on december 10, 2016 it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake not set switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the brake not set alarm was not operating. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).